Manufacturer narrative:
Correction: facility updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient sex not available from the site. Other relevant device(s) are: product ID: 9733752r. The system was not evaluated because a manufacturer representative determined the issue was caused by positioning of the patient and flat emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported there were issues verifying straight suctions with the flat emitter. The site attempted to verify three straight suctions without resolution. It was noted the patient tracker geometry error was 0.7 and site was able to track microdebrider blade. The case was continued without the use of the straight suction. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received from a manufacturer representative stating the system was working as intended and the likely cause of the reported event was patient positioning on the flat emitter.